Event description:
On (B)(6) 2013, the patient contacted animas alleging that the display screen has been blank for the past 48 hours, with functional auditory and vibratory features. The patient noted that the screen came back on using the same battery that had been in the pump since the battery change prior to the issue occurring. The patient noted that the same issue occurred a few weeks ago. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.